Event description:
It was reported that a patient was revised to address a tritanium pl cage and an es2 screw that migrated post-operatively. It was further reported that during the revision surgery, it was observed that two additional es2 screws migrated post-operatively. It was further reported that the patient was working in the fields one month post-operatively. This report captures the second of the two additional screws observed during the revision surgery.